Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all devices were in critical override. A technical support specialist (tss) connected to the server with dial-in permission, verified on healthsite that no devices were on critical override, checked data sync logs confirming services were running, and spoke with the customer who reported the issue appeared resolved but requested the case remain open for monitoring; no further issues were reported, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices were in critical override and customer had already rebooted the station, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.